Manufacturer narrative:
Product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient experienced a "shocking" sensation when she sat down that travelled up her spine and into her head, which gave her a headache. The battery was on cycling mode and it cut off right when the patient sat down; it kicked back on as usual and the event did not happen again. No action was required because the patient got great coverage and had not reported the event again.